Event description:
It was reported by the patient's parent that the pacemaker "gives [the patient] hiccups" and that the patient wants the pacemaker removed. The pacing system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.